Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had an error e315. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was reproduced. Device evaluation noted the error e315 occurred due to fluid on connector and the pc board failed. Based on the results of the investigation, a root cause could not be identified. Probable cause based on reasonably known information was due to stress, deformation; wear and tear, environmental problems like temperature, dust or dirt; humidity. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.